Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# 2429304 - 2022 - 00026.

Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope and a single use distal cover, the patient experienced a perforation of the common bile duct (cbd). The patient required an open laparotomy as a result and was transferred to another hospital for care. The perforation occurred when placing a boston scientific (bs) biliary stent. It is reported the bs stent did not malfunction. The distal cover cannot be returned for evaluation and no images can be provided. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history record (DHR) review. New information was added to the following fields: d8, h6, h10. The DHR for this device was reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to stress applied to the common bile duct by the user when placing the non-olympus stent. Olympus will continue to monitor the field performance of the device.

Manufacturer narrative:
Correction and preventative action (CAPA) investigation has been opened to further investigate this issue.